Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the gripping surface was worn and part of it had peeled off. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Ultrasonic output, (operation check/ drive check) ultrasonic oscillation, (frequency check) resonance frequency, (appearance check) appearance. Based on the investigation result, a likely factor of the event might be the following: it can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear part of it had peeled off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from distributor that the tip was damaged at the end of bilateral inguinal hernia surgery procedure. The procedure was completed without using the subject device. The subject device was returned to omsc for evaluation. The distributor confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. The gripping surface was worn and part of grasping surface had peeled off. There was no report of patient injury associated with the event.